Manufacturer narrative:
Additional information: age or date of birth, brand name, common device name, MFR name, city & state, device identification, explant date, MFR site, report source. Additional description of event or problem narrative: it was reported that the patient underwent a mesh removal on (B)(6) 2019 due to recurrent incisional hernia and mesh complications.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.